Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While under general anesthesia the patient underwent ureteroscopy (with a semi-rigid scope) for urolithiasis (right ureter). The ureter was considered tortuous. Stone removal was accomplished with holmium laser and was considered neither easy nor difficult. A 24 cm study stent was placed following stone removal due to residual edema/inflammation. Placement of the study stent was considered easy and imaging confirmed correct positioning (curl completely formed in renal pelvis and in the bladder). The patient experienced hematuria on the day of the study procedure ((B)(6) 2016) which is to be expected; however, the severity of the hematuria increased on (B)(6) 2016. The patient presented to the emergency department and was hospitalized on that day. Intervention is unknown at this time. The study ureteral stent remains in place with tentative plans to remove the study stent on (B)(6) 2016. The investigator considers the event possibly related to both the study procedure and study device. As of this submission, the patient remains hospitalized. The site has been queried for additional information. Additional information received from the study site (B)(6) 2016: bleeding was noticed from prostate surface secondary to benign prostatic hyperplasia by flexible cystoscopy done on (B)(6) 2016. The patient was discharged from hospital on (B)(6) 2016. The site has been queried and asked to clarify their assessment of relatedness to the study device.

Manufacturer narrative:
Date of event: updated date of reported event to (B)(6) 2016, the day the patient presented to the emergency department with increased severity of hematuria. A review of the complaint history, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed. Based on the information provided, no product returned, and results of the investigation; a definitive root cause could not be determined. Measures have been conducted to address these types of events. We will continue to monitor for similar complaints.

Event description:
It was reported from the clinical study that this was patient admitted to the hospital with complaints of increased hematuria three days post alpha blocker ureteral stent placement. Flexible cystoscopy results confirmed bleeding from the prostate surface secondary to benign prostatic hyperplasia. Any intervention provided to the patient is unknown; however, the site reported plans to remove the stent. The patient was discharged from hospital on (B)(6) 2016. No further information was provided.